Event description:
During routine eval on 12/18/1999, error while interrogation of device. Thought to be due to outdated software per co technical support. On further review, programmed parameters had been changed and serial number had changed. On 12/20/1999, co engineer attempted to reset device. Device would not charge to shock. Removal and replacement indicated.